Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) was 26 mg/dl. The patient fainted due to extremely low blood glucose levels. A ambulance arrived to render treatment. For treatment, the patient stated a glucose shot. The pod was worn between 24 and 36 hours on the abdomen. The pod was discarded.